Event description:
It was reported by service report that the side rail cannot properly lock in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail pivot mechanism.